Event description:
An inappropriate warning was reportedly displayed upon interrogation of the device (¿aida was not activated after implantation.¿)

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
(B)(4).

Event description:
An inappropriate warning was reportedly displayed upon interrogation of the device ("aida was not activated after implantation").